Manufacturer narrative:
The tech found the left gas spring not releasing. He replaced the gas spring to repair the stretcher.

Event description:
Info received indicates the head section will not lower.